Event description:
Boston scientific received information that during a follow up it was noted that this right atrial lead showed high out of range pacing impedances. An x-ray performed did not reveal a lead fracture. The device was reprogrammed and the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.